Manufacturer narrative:
Device end of life.

Event description:
It was reported the battery does not hold a charge and needs replaced. No patient involvement reported at this time. Results of functional testing indicate the battery does not recharge completely. The customer requested a battery and was informed it is now obsolete. Based on the information available and the testing conducted, the cause of the reported problem was the battery. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. No CAPA will be initiated based on this record; a corrective action request will be initiated if a trend is discovered through periodic monitoring. The battery was determined to be obsolete, so customer was not provided a replacement battery and was informed of it's status. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.